Manufacturer narrative:
(B)(6). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device is missing ball bearings. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part determined that returned provisional exhibits signs of repeated use (nicked and gouged) and post tabs are fractured off. Device history record was reviewed and no discrepancies were found. The root cause is considered to be design issue, bending/torsional loading on the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the sales associate found the provisional fractured when he was putting the instruments together. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.